Manufacturer narrative:
Pump received unable to perform the displacement test due to detached/missing end cap. The p-cap locks into the reservoir compartment properly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump¿s case broken at the reservoir compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.